Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold and low sensing were noted on the atrial lead. Diagnostic imaging confirmed the lead was dislodged. During an unrelated procedure, the lead was capped and replaced, and the patient was stable with no adverse consequences.